Manufacturer narrative:
Based on information provided, kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. The cause and timing of the damage to the power supply is indeterminate. Device labeling, available in print and online, states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. Use this product only in accordance with this manual and applicable labeling. Ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. Do not operate this product if it has damaged power cord, power supply or plug. If these components are worn or damaged, contact kci. Do not drop or insert any object into any of the opening or tubing of this product. Keep the unit away from heated surfaces. Do not modify the therapy unit or dressing. Do not connect this product or its components to devices not recommended by kci. Avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci.

Event description:
On (B)(6) 2022, the following information was reported to kci by nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system power cord allegedly caught on fire. There were no injuries to the patient or others. No additional information was provided. On 28-jul-2021, the device was tested per quality control procedure by the kci service center, and the unit and the power cords passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 02-feb-2022, kci quality engineering performed an evaluation of the power cord and power supply. External inspection of the power supply revealed melted insulation exposing electrical conductors at the strain relief. The cause and timing of the damage is indeterminate.